Event description:
The surgeon inserted a micl13.2 implantable collamer lens on (B)(6) 2012 and pressure spike associated with excessive vaulting was noted immediately after surgery. The reporter stated as far as sizing, the patient was borderline with two ranges and the surgeon opted to go for the larger lens. The lens was exchanged for a smaller lens on (B)(6) 2012 and patient is doing fine now.

Manufacturer narrative:
Method - medical review. Results: review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise, (iopr), surgical procedure, secondary. (B)(4) - lens, vaulting, excessive, explanted. Method - lens work order search. Results: visual inspection of the returned lens showed the lens was returned in liquid, there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A lens work order search was performed and there were no similar complaints found. (B)(4).